Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 13-sep-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10-mar-2026 against lot number 5404536 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5404536 and the identified failure mode are not associated with any non-conformance report (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-mar-2026 against lot number criteria equal 5404536 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness the number of complaints is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 5404536 was manufactured according to work instruction (wi) version 45 and manufactured in the m12 on 17-oct-2022 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review, an extended was identified, which was generated during outgoing test 9 due to delamination found in one of the samples. All required in process and final tests were completed and met specified requirements. No additional deviations or maintenance events were identified that relate to the complaint code. The sub-assembly: assembly lot 5406666 was manufactured according to the wi version 24 and assembled in the quickset line on 16-oct-2022, with a total of (B)(4) units. Lot 5406667 was manufactured according to the wi version 24 and assembled in the quickset line on 17-oct-2022, with a total of (B)(4) units. The sub-assembly: gluing tubing lot 5405275 was manufactured according to the wi version 37 and assembled in the line 04 - 05 - 08 on 12-oct-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). CAPA determination = no CAPA required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced issue with infusion set on (B)(6) 2023 as the infusion set tubing was detached from the site connector and the infusion set was in use for less than one day. The event occuured due to swimming and the site of insertion was abdomen. No further information available.